Manufacturer narrative:
Device code updated from a24 to a050405. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: toutouzas k et al. Transfemoral transcatheter aortic valve replacement in the presence of a mitral prosthesis. J cardiovasc med (hagerstown). 2019 dec;20(12):825-830. Doi: 10.2459/jcm.0000000000000876. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transfemoral transcatheter aortic valve replacement (tavr) in the presence of a mitral prosthesis. All data were collected from multiple centers between 2009 and 2016. The study population included 12 patients (predominantly female, mean age 74.08 years) with a mitral prosthetic valve in situ, and who underwent implant of a medtronic corevalve (n=9) or evolut r (n=3) atrial bioprosthetic valve (no serial numbers provided). Among all patients, one non-valve-related death occurred due to pulmonary infection 3 months after tavr. Based on the available information medtronic product was not directly associated with the death. Among all patients, adverse events included: mild paravalvular leak (pvl), and complete heart block requiring permanent pacemaker. One corevalve patient experienced moderate pvl. One evolut r patient experienced a minor vascular complication. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.